Event description:
It was reported that during a triathlon knee replacement surgery, the blade broke at the mount. It was further reported that there were no adverse consequences as a result of this event. It was also reported that the broke piece was removed from the pt and there was a delay of 5 minutes. It was further reported a replacement blade was available and the procedure was competed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that one tab was broken from the mount of the blade. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi factorial. The handpiece associated with this MDR is as follows: part number: 6208000000, serial number (B)(4).